Event description:
Article report of pt death due to sepsis three days after gastric banding procedure. F/u info: dr exonerated device.

Manufacturer narrative:
Taper ii. (B)(4). An autopsy was performed on the pt. To the best of our knowledge the device remained implanted. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination would have determined the connector type associated with this report. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Death, stomach perforation, infection, and dyspnea are surgical/physiological complications and analysis of device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event of death as follows: "laparoscopic or laparotomic placement of the lap-band system is major surgery and death can occur. Precautions: it is the responsibility of the surgeon to advise the pt of the known risks and complications associated with the surgical procedure and implant." Device labeling addresses the reported event of stomach perforation as follows: device caution: do not push the tip of any instrument against the stomach wall or use excessive electrocautery. Stomach perforation or damage may result. Stomach perforation may result in peritonitis and death. "Band slippage and/or pouch dilatation can occur." Device labeling addresses the reported event of infection as follows: "infection can occur in the immediate post-operative period or years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated." Device labeling addresses the reported event of dyspnea as follows: specific complications of laparoscopic surgery can include spleen damage (sometimes requiring splenectomy) or liver damage, bleeding from major blood vessels, lung problems, thrombosis, and rupture of the wound.